Event description:
Unsolicited: pt reported that after mixing her cassette last night, she received an alarm for "no disposable, pump won't run". Pt stated that she checked that the cassette was properly attached to the pump and tried to run the pump again but received the same error message. Pt stated that she switched to the back up pump and received the same error message. The pt then decided to fill another cassette and everything is running properly. The pt was able to continue infusion. Pt reported that both pumps are functioning properly but thinks that the cassette was damaged/defective. Lot number and expiration date of cassette: unknown. Pt reported that she has available cassettes bit has run out of medication. The pt's current infusion will last the pt until tuesday, (B)(6) 2024. The reported product fault did occur while in use with pt. The product issue did not cause or contribute to pt or clinical injury. Pt has cassettes on hand. Pharmacy not replacing cassette is not available for return. The pt was unable to describe any damage to cassette and stated that she was unable to retrieve it because it had been thrown away. The pt was able to fill another cassette and continue infusion. The infusion is life-sustaining. The event is resolved. Cassette return tracking info is not available. Photographs were not provided. Position of cassette and pump when alarm occurred is unk. This is a continuous infusion. Set flow rate and volume delivered are unk. No further info. Reported to (B)(6).